Event description:
It was reported that the device had reached elective replacement indicator (eri) early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant: implantable 6947 tachy lead implanted: (B)(6) 2009, 4196 implantable pacing lead implanted: (B)(6) 2009, 4076 implantable pacing lead implanted: (B)(6) 2009. (B)(4).